Manufacturer narrative:
The customer reported that this g9 monitor keeps displaying a "system failure settings error" during a live case. They rebooted the device, but the error kept appearing. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this g9 monitor keeps displaying a "system failure settings error" during a live case. They rebooted the device, but the error kept appearing. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the core unit (g9 monitor) kept displaying a "system failure settings error" message during a live case. They rebooted the device, but the error kept appearing. No patient harm was reported. Investigation summary: the device event logs were sent in for analysis. The reported issue of the g9 monitor displaying a "system failure settings error" message could not be confirmed through the device logs. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Due to not being able to investigate the complaint through the logs, the new software version upgrade was planned to allow for additional data to be captured to investigate any subsequent related complaints. As the issue was able to be resolved by initializing the system, the error is likely related to software. Corruption of software or protocols on the system can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. There is no significant trend regarding the reported issue. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6 b6 b7 attempt #1 04/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer replied, stating all requested information was unknown. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the core unit (g9 monitor) kept displaying a "system failure settings error" message during a live case. They rebooted the device, but the error kept appearing. No harm or injury occurred.